Manufacturer narrative:
Correction made to e1: initial reporter country: puerto rico (previously submitted as united states). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The leak was discovered at the compounding facility during visual inspection of the final product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.